Event description:
It was reported per field service report: pump on pt. The pump is less than 12 months old. Symptom - no display with constant beeping sound. Additional information received from the biomed technician on 4/15/2010 stated that "at the time the pump was switched on and prior to the intra-aortic balloon (iab) insertion, the unit did not have a display." As a result, the user used another pump for the iabp therapy. Findings/actions taken: replaced front end board.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.